Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery that is 80% stenosed. When attempting to rotate the hi-torque balance middleweight elite guide wire, the guide wire would not rotate and there was no resistance felt. When withdrawing the guide wire, the core separated and an unspecified balloon was used to compress the device together with the guiding catheter to successfully remove it. An unspecified guide wire was used to continue the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and break was confirmed. The reported use of device problem could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Analysis of the returned wire confirmed a separation at the distal end of the hypotube. The separation face was angular and jagged. This type of damage is consistent with force applied at a kink or bend. It is likely that manipulation of the wire, during use, contributed to the reported separation. Additionally, a wire separation would impact the torque response. It is possible that the separation contributed to the reported use of device problem. The separated portion of the wire was successfully removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.